Event description:
Boston scientific received information that a red alert was detected for this implantable cardioverter defibrillator (ICD) as high right ventricular (rv) pacing impedance was observed. At this time, no troubleshooting was performed. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicated that this device displayed oversensing of noise but did not result to pacing inhibition. This device was explanted and upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system. No adverse patient effects were reported.

Manufacturer narrative:
--